Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer has experienced hyperglycemia of approximately 400 mg/dl and has been unable to correct the issue by delivering insulin via the infusion device and changing the accessories. He believes the insulin delivery of the infusion device is too low. No adverse event was reported. The alleged product was requested for evaluation.